Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient reported to the emergency room after experiencing dizziness. It was noted that the right atrial (rv) lead exhibited intermittent non-capture and high impedance. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.